Event description:
The initial reporter stated they received discrepant results for one patient sample tested with valp2 valproic acid on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a valproic acid value of < 2.8 ug/ml with a data flag. Due to data flags on results from multiple samples, the customer decided to repeat the sample. The repeat result was 5.4 ug/ml and this value was deemed correct. The valproic acid reagent lot number was 59840501, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer determined there was an issue with a water valve and it was replaced. The customer ran controls and the results were within expectations. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. The customer stated that controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.